Event description:
During the introduction of the suturable duragen to the surgeon at this facility, it was communicated that he had experienced cerebrospinal fluid leaks and disintegration of the product two years previously at another institution. He decided based upon his experience, not to use the product. Integra has complaints for the past 2 years and no reported incident has been submitted by either this resident or from this previous hospital. The device involved in this incident will not be returned for evaluation.

Manufacturer narrative:
An evaluation and investigation has been initiated based on the reported incident.